Manufacturer narrative:
The vessel sealer extend (vse) instrument was evaluated by the advanced failure analysis (afa) team. Initial findings from the failure analysis were partially confirmed, in that the instrument passed the grip force test when tested during advanced failure analysis. It is likely that there was a potential problem in the grip force test during calibration that made the instrument fail the test. The instrument failed energy delivery and failed electrical continuity for one of the jaws. The instrument jaws were x-rayed, and no wire break at the weld was noted. The housing was removed, and it was noted that for one of the crimps that was failing continuity, the conductor wire had dislodged from the crimp, leading to the discontinuity in the circuit. The crimp was fine and did not look under or improperly crimped. It is likely that the conductor wire was not inserted into the crimp properly at the time of assembly, and after 4 sealing events seen in the logs, stopped working because the wire came out of the crimp, leading to an open in the circuit.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend did not burn the tissue and just made a sound. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. Sealing was being performed by the surgeon at the time the event. The surgeon did not seal when the vessel sealer issue occurred. There was tissue effect observed during the sealing cycle, but no tissue was ever cut that was not fully sealed. The target tissue was a part of the sigmoid surgery. The target tissue was not under tension during the sealing or cutting process. The vessel was not greater than 7 mm in diameter. There was no evidence of vessel calcification. It was unknown if the tissue was exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal object when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. There was no patient injury as a result of the instrument issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and was found to have failed the electrical continuity test. There is no obvious damage to the conductor wires. The instrument was placed on an in-house system. The instrument failed the energy delivery test. Additionally, the instrument failed the grip force test. While the instrument was on the in-house system, the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and jaw gap verification tests. No ceramic dots were missing. The complaint was confirmed by failure analysis.